Event description:
The device was used during a thoracic bulla procedure. Reportedly, the instrument broke and fell apart. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.